Event description:
It was reported on (B)(6) 2018, that the customer went to the emergency room (ER) on (B)(6) 2017 for a blood glucose (bg) level of 139 mg/dl. Reportedly, the customer's bg level was managed after consuming large amounts of carbohydrates and a few hours later, the customer left the ER with bg level in normal range.

Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amount of insulin on board (iob) did not correspond with what the customer alleged programming for a bolus dosing. Reportedly, the customer programmed a bolus to account for 27 grams of carbohydrates, and another bolus to account for 8 grams of carbohydrates. Review of the bolus history with tandem technical support showed that the customer programmed the 8 grams of carbohydrates as a bolus dosing of 8 units. At the time of the call, the customer's blood glucose (bg) level value was 183 mg/dl. Although requested, the customer declined further assistance from tandem technical support.